Event description:
A low readings issue was reported with the adc device. A customer reported receiving unspecified low sensor readings, experienced a loss of consciousness and was unable to self-treat. Customer received third-party intervention by mother who called an ambulance. Customer had contact with a healthcare professional at the hospital who administered glucose intravenously and a cheese sandwich as treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. A customer reported receiving unspecified low sensor readings, experienced a loss of consciousness and was unable to self-treat. Customer received third-party intervention by mother who called an ambulance. Customer had contact with a healthcare professional at the hospital who administered glucose intravenously and a cheese sandwich as treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.